Event description:
At end of surgical case, reservoir bag failed to empty. Apl valve stuck. Patient was immediately ambued off 02 nipple. Anesthesia unit sent to biomedical. Upon inspection by biomed, valve appeared to be functioning normally.